Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5095070, model/catalog description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's lead had migrated. The patient underwent an explant procedure.